Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-8216-50, serial # (B)(4), description: artisan surgical lead, 50cm.

Event description:
A report was received that the patient will undergo an explant procedure due to an infection at the ipg site and midline incision. The patient's symptoms include redness from the ipg site to the midline incision, pain, and oozing. The patient was prescribed oral medication.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the explanted devices found them to be satisfactory.

Event description:
A report was received that the patient will undergo an explant procedure due to an infection at the ipg site and midline incision. The patient's symptoms include redness from the ipg site to the midline incision, pain, and oozing. The patient was prescribed oral medication.